Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were made to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The bending section cover had slack. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Connecting tube had a scratch. The distal end cover had a dent. Adhesives around light guide (lg) lens had white-clouded area. The lg lens had a crack. Adhesives around objective lens was peeled and had white-clouded area. Connecting tube had a buckling. Switch, universal cord and grip had a scratch. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover had white-clouded area. Adhesive on bending section cover had a crack and chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Mouthpiece was loose. Connecting tube had a wrinkle. Indication on scope connector was peeled. Forceps channel port was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, elongation of the bending section of the gastrointestinal videoscope was noted during water leak test. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.